Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
E1 reporter phone number: (B)(4). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-06055, 1627487-2023-06056 it was reported the patient had an infection. Surgical intervention took place wherein the ipg and two extensions were explanted. Patient was given medication.